Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on november 24, 2014. (B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. The patient¿s blood pressure dropped during procedure and an ice catheter confirmed a pericardial effusion. The procedure was stopped and a pericardial effusion was performed, 500 cc of fluid was extracted from the pericardial space. The patient did required hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. A transseptal puncture was performed with a baylis large curve (non bwi product); the overall time for ablation at the site of injury was 2 hours and last ablation cycle time was for 30 sec. The patient received anticoagulation during procedure. The physician¿s opinion regarding the cause of this adverse event is unknown but definitely not product related issue. Settings during the event include: generator parameter used under power control mode, flow setting at 17 ml/min or 30 ml/min and an agilis medium curl sheath used (non bwi product). The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient, (B)(6) male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. The patient¿s blood pressure dropped during procedure and an ice catheter confirmed a pericardial effusion. The procedure was stopped and a pericardial effusion was performed, 500 cc of fluid was extracted from the pericardial space. The patient did required hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. A transseptal puncture was performed with a baylis large curve (non bwi product); the overall time for ablation at the site of injury was 2 hours and last ablation cycle time was for 30 sec. The patient received anticoagulation during procedure. The physician¿s opinion regarding the cause of this adverse event is unknown but definitely not product related issue. Settings during the event include: generator parameter used under power control mode, flow setting at 17 ml/min or 30 ml/min and an agilis medium curl sheath used (non bwi product).

Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. B) as the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant bwi products: product: carto® 3 system: us catalog # fg540000, serial # (B)(4); product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump: us catalog # cfp002, serial # unknown; product: lasso® nav eco variable catheter: us catalog # d134301, lot # 17101163l; product: soundstar® 3d diagnostic ultrasound catheter: us catalog # sndstr10g, lot # 1715083121g3026781; product: ismus®cath electrophysiology catheter with auto ID: us catalog # d7r20p14ct, lot # 17086524l. (B)(4).